Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/03/2010, 06/07/2010, 06/22/2010, and 07/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported he performed an iol piggyback procedure and repositioned the iol to attain the cylinder correction originally intended. The surgeon reported the iol reposition worked for correcting the cylinder. Additional info has been requested.